Manufacturer narrative:
On november 07, 2023, mentor received additional information. Date of event was updated to may 15, 2023. The patient's explantation surgery was rescheduled to (B)(6) 2023. The patient underwent bilateral removal and replacement with a left-sided 325cc mentor smooth round moderate plus profile saline breast implant and a right-sided 300cc mentor smooth round moderate plus profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2023, mentor received the device for evaluation. On november 28, 2023, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately less than 0.1 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 05, 2023, mentor received additional information. Mentor became aware that the patient's explantation surgery was rescheduled to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent a primary breast augmentation surgery with a 300cc mentor smooth round moderate plus profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).